Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and proceeded to perform short self tests (sst), extended self tests (est), calibrations, and performance verification tests (pvt). Unit passed all self-testing. Customer to run unit for up to 48 hours before returning to service.